Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath, and feeling "funny". The right ventricular (rv) lead exhibited high and chronically elevated thresholds, the right atrial (ra) lead exhibited intermittent undersensing on stored electrograms (egm). Both leads remain in use. No further patient complications have been reported as a result of this event.